Event description:
It was reported, that the pt experienced an accident involving a vehicle falling on the pt 6 months ago. Since the accident, the pt reported reduced device performance and a constant humming. Telemetry testing confirmed, that the device had malfunctioned.